Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it was reported that the patient¿s friable tissue and severe annular calcification caused the sov rupture and subsequent aortic dissection. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our japan affiliate, a sinus of valsalva (sov) rupture and an ascending aortic dissection occurred during a transapical tavr procedure. The hemodynamics were unstable after induction of anesthesia. In consideration of the patient¿s anatomical factors and unstable hemodynamics, a decision was made to deploy a 26mm sapien xt valve with nominal volume without performing balloon aortic valvuloplasty. When the xt valve crossed the native valve the blood pressure (bp) dropped to the 40¿s mmhg. The xt valve was immediately deployed with slow inflation under rapid ventricular pacing. Post deployment, the fluoroscopy images showed the non-coronary cusp (ncc) calcification being pushed to the sov. The bp was in the 20-30¿s mmhg and tee showed no cardiac motion. Cardiac massage was initiated and percutaneous cardiopulmonary support (pcps) was initiated and the patient¿s hemodynamics stabilized. The aortogram showed a dissection extending from the sov toward the ascending aorta. The procedure was converted to the open heart surgery. After pcps was changed to cardiopulmonary bypass (cpb), chest was opened. There was a hole in the sov at the ncc side which was caused by a calcification being caught in the sov. The findings showed that the dissection had extended from there toward the ascending aorta. The xt valve was explanted and an open heart surgical procedure was initiated. After cpb was weaned off and hemostasis was achieved, the patient was transferred to the ICU. The patient required a series of blood, plasma and platelet transfusions to treat the dissection and rupture. Per the physician, ¿upon slow inflation the calcification was pushed out by the last force¿, however, the rupture was not noticed at that time. It might have been better if pcps was used from the beginning, because they could have seen movement of the calcification if bav had been performed. The fragile cardiac tissue may have contributed to the event. The aortic annulus diameter measured 22.0 mm with severe valve calcification by tte.